Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece. The reported event of failure to retract the helix was not confirmed. Visual and x-ray examinations of the lead found the helix was broken consistent with procedural damage. The helix mechanism/extension length test was not performed due to a broken helix, as received. The cause of helix mechanism issue was isolated to blood in the helix region and broken helix.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the helix of the right ventricular (rv) lead was noted to exhibit unspecified rotation issue resulting in rv lead dislodgement. Multiple attempts were made but unsuccessful. The rv lead was not used and replaced on 21 apr 2025. The patient was in stable condition.